Event description:
The target lesion was located in the rca. The lesion was heavily calcified and tortuous. The 3.0 x 33mm cypher select plus stent could not cross the target lesion. Resistance was felt as the physician attempted to withdraw the sds. Upon removal, the physician indicated that the proximal part of the stent was damaged. The procedure was completed with xience and promus stents.

Manufacturer narrative:
(B)(4). The product is available for analysis. Additional information will be submitted within thirty days upon receipt.